Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultramini meter was giving inaccurately high readings with the control solution. The sr. Medical surveillance specialist (smss) contacted the pt to obtain and verify info; however, was unable to reach her by telephone. On (B) (6) 2010, the smss sent a letter requesting the pt contact medical surveillance. On (B) (6) 2010, the pt obtained the control solution results of 147 mg/dl and 149 mg/dl on the reported meter. The acceptable control solution range for the lot of test strips in use was 98 mg/dl to 131 mg/dl. On an unspecified date afterwards, the pt experienced the symptom of shaking. The pt administered self-treatment with food and/or a drink; she did not seek any medical attention. During the troubleshooting telephone call, the customer care advocate determined the pt's testing technique was correct, the test strips were in good condition and within expiration dating, and the control solution was correct. Quality control testing was performed during the call, with failing results. It would have been helpful to determine the date/time of the onset of symptoms, the pt's blood glucose readings prior to and during the symptoms, and her medication regimen. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia while using the reported meter, and after obtaining failing control solution test results, and she received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.